Event description:
It was reported that the customer experienced low blood glucose (bg). However, the exact value was not provided. The cause was unknown. Paramedics treated customer with intravenous glucose and after treatment, bg was 41 mg/dl. Customer did not go to emergency room. Recommendation was made by tandem technical support to consult healthcare provider.